Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of the transmitter not connecting to the bluetooth on multiple devices was not confirmed via data. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the transmitter was not connecting to bluetooth on multiple devices. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion